Event description:
It was reported that a 2 head pin made bone cut, when doctor pulled it out, it broke off the cutting block but patient was not affected.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. All devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. There have been similar reported events for the lot ID. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
It was reported that a 2 head pin made bone cut, when doctor pulled it out, it broke off the cutting block but patient was not affected.